Event description:
It was reported, that the wake button was not working. Customer's blood glucose level was 175 mg/dl. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port and data error issues were verified, but the battery not holding a charge issue could not be verified.